Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right atrial (ra) lead. The presenting electrogram (egm) shows an atrial arrhythmia with atrial undersensing. The atrial sensitivity is currently programmed to max 0.15mv (millivolts). At this time the device and lead remain in service. No adverse patient effects were reported.